Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22036344. The feedback provided by the customer indicates leakage was detected during use of the maxzero device in connection with an unknown luer lock syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22036344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that several bd maxzero¿ zero reflux IV connectors experienced leakage. The following information was provided by the initial reporter: when using a luerlock-type sprayer, the valve willl leak. There have been several cases in our department when the valve plug in question has started to leak, when combined with a syringe containing a drug or cooking salt.